Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the device is broken into 3 separate pieces. As the instrument was not returned, further evaluation could not be provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tension gauge fractured during use as part of a knee procedure. No adverse events have been reported as a result of the malfunction.